Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as blisters with red, raised, and broken skin with burning, itching and sharp pain under the hydrogels of the patch and the adhesive. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. The outcome of the wound is unknown.